Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 5.00mm x 15mm nc emerge balloon catheter was selected for use. However, the shaft broke when entering the guide. The procedure was completed with a different device. No patient complications were reported.